Manufacturer narrative:
Since this event involved two medical devices, two manufacturer reports are being submitted. Section of this report describes the first device. Section of manufacturer report number 9611385-2015-00022 describes the second device.

Event description:
On (B)(6) 2015, a dentist shared patient records which indicated a patient required a root canal on tooth #14. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was seated on (B)(6) 2013, using 3m espe relyx ultimate cement. The patient was seen on (B)(6) 2014, reporting pain. At that time, the crown was removed and a root canal performed. The tooth was impressed and temporized; a pfm crown was used as replacement.